Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during intra-operatively in a laparoscopic left upper lobectomy, the device was unable to fire and unable to squeeze the handle. The stapler was blocked during reloading, unfortunately they did not kept the reload. No tissue involved in the event. They used a new stapler to complete the case and resolve the issue. No injury reported. The device is expected to be returned for evaluation.